Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years and nine months of post deployment, a computed tomography of abdomen was performed which showed inferior vena cava filter was noted, with the tip was caudad to the renal veins. The limbs of the filter are fully deployed one extends posterior to the aorta. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that one filter strut extends posterior to the aorta. The device has not been removed and there were no reported attempts made to retrieve the filter the current status of the patient was unknown.